Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan USA, alleging that her onetouch ultralink meter displayed an error 2 message. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began on (B)(6) 2015 at 6:30. The patient manages her diabetes with an insulin pump. The patient stated that she took a glucose tablet on (B)(6) 2015 at 8:15 am in response to the alleged product issue. The patient claimed to have developed the symptom of "light headed" between 2-3 hours after the alleged product issue began; however she denied that she received any treatment. At the time of troubleshooting, the csr noted that the subject meter did not display the error 2 message when the power button was pressed, the alleged product issue was not resolved with a walk-through retest, the correct test strips were being used, the patient was using the correct testing technique, there was no indication of product misuse and the subject meter was not being used for the first time. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion(s): there is no indication that the subject meter caused or contributed to a serious injury. The patient's reported symptom does not meet lifescan's criteria for a serious injury and she did not receive treatment for a severe high or low blood glucose excursion. The alleged product issue was not resolved with troubleshooting.